Event description:
The technologist was using the load foot pedal and when they let up, the table continued to move in. The technologist had to press the table release to stop the motion. Technologist did not report this specific issue at time it occurred, nor did they collect any information. The field service engineer (fse) was not specifically informed of a problem with the footswitch. Although while on-site, the fse noticed that the footswitch had a considerable amount of fluid debris that accumulated in and around the individual pads. The fse cleaned the footswitch and notified the customer that if they have any issues with uncommanded table motion they are to notify him immediately so action can be taken. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).